Manufacturer narrative:
Reference record: (B)(4). B5: additional information.

Event description:
On 27 may 2020 it was reported that on (B)(6) 2020, a duodenal ulcer which could be considered to be caused by the peg-j tube was found. It was determined that the peg-j tube would be removed after the ileus became stable (one to two weeks). On (B)(6) 2020, because of circumstance of gastroenterology, removal of peg-j tube was suddenly performed (removal could not be done from click adaptor and also under upper and lower endoscopy). Removal was requested to the surgery department. On (B)(6) 2020, duodopa discontinuation and peg-j tube removal were performed. On (B)(6) 2020, the patient recovered. Physician's comments: it was considered that duodenal ulcer was due to food residue which attached at the tip of the peg-j tube. The residue adhered to the ulcer, and it was judged it was difficult to remove tube by pulling (there was a risk of hemorrhage). Finally, it was requested to surgery department and tube was removed.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. An ulcer is a known complication of a j- tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Stoma site established (B)(6) 2017. It was reported that on (B)(6) 2020 the patient was taken to the hospital due to a simple small intestinal ileus. On (B)(6) 2020 the patient had an upper endoscopy conducted and it was confirmed that there was a duodenal ulcer. The physician thought that the ulcer was caused by the peg-j tubing. Although the condition of the ulcer is rather severe, it cannot be determined if the ulcer is the cause of the simple ileus. Cause of ileus unknown. The gastroenterologist determined that the peg-j tube should be removed.